Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least six applications were performed with an afapro28 balloon catheter with lot 56673 on the date of the event. It was observed there was a pressure and flow overshoot in the beginning of the ablation #4, #5 and #6. The balloon was thawed on 5th application during transition phase due to temperature raised to 20 °c. In conclusion, a clinical issue (hemoptysis) occurred following the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product is not available for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Further incoming information indicated the patient's hospital was not extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure that was completed with cryo, the patient had hemoptysis. A hemostatic agent was administered and the patient was placed under monitoring. The patient's hospital stay was extended. A computerized tomography (CT) scan showed no problem was observed. The patient was discharged and no recurrence was noted. No further patient complications have been reported as a result of this event.